Event description:
It was reported to the manufacturer that the vns pt has been experiencing an increase in seizure activity above pre-vns baseline. Diagnostics performed on the pt's device revealed proper device function. The medical professional believed the increase was due to the generator nearing end of service. The pt is being scheduled for generator replacement.